Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, air leaked throughout the case. At the end of the case, the seal fell out of the trocar. A product from different manufacturer was used to complete the case. There was no patient injury.